Event description:
The customer reported the device failed pre-operational testing, exhalation autozero failure. No pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.